Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: during unscrewing the polyaxial screw, the tip of the screwdriver broke off. The broke off piece remained in the screw head. The screwdriver arrived in a decontaminated condition. It is clearly visible, that the tip of the instrument is broke off. The broke off piece is not enclosed. A visual inspection of the fracture surface was performed. The typical signs of intercrystalline torsion fracture. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. The root cause for the problem is most probably usage related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). After screwing the iliosacral screw it was determined under x-ray control that this screw is too long. When turning out with screwdriver sz262r the tip of the screwdriver broke off. Parts of it remained in the screw and had to deal with a lot time spent away. In the further course when using the second screwdriver was found that the screw head was loose or broken in the area of the weld seam connection ball head / screw body. The broken screw could be removed with a pair of flat-nose pliers from the bone. This resulted in a surgery delay of about 50 minutes.